Event description:
Indication: age-related osteoporosis with current pathological fracture. Spontaneous call, patient husband reported that the needles are damaged, stated all 90 of them, could not be opened, requested a reshipment, stated patient needed to be able to get next dose of the tymlos. Did not report missed dose, did not report any adverse events. No additional information reported. Reported to (B)(6) by: patient/caregiver.